Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly during the night. The battery gauge displayed 35% battery life, prior to the customer going to sleep. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump for alternate insulin therapy.